Event description:
The medwatch reported that while using general anesthesia via mask, approximately 1 minute into the procedure, flames occurred under the drapes at right side of face while using cautery. This resulted in a 2nd degree burn to the pt's face.

Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.